Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "oxygen high" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause is most likely a malfunction of the expiratory valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
While using this c1, an elevated oxygen level alarm occurred. The local staff ran the test software and found no abnormalities. What do you think is the cause?